Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that bd posiflush xs stopper separated from plunger. The following information was provided by the initial reporter, translated from french to english: I hereby inform you of an incident concerning the device: bd posiflush xs syringe 0.9% nacl 10 ml (saline rinse syringe). Problem encountered: when using the 3-piece syringe, the plunger is not properly welded and comes back in our hand. When screwed back in, the system doesn't hold. It is possible to inject, but not to reaspirate. This incident occurred 3 times (04/10, 05/10, 11/10) with 3 different syringes (bearing the same batch number) and by 2 different nurses. The device is available from the pharmacy for expert appraisal. Here are the answers to your questions: was there any impact on the patient (serious injury, medical intervention, change in treatment required)? No. Did the malfunction cause a needle-stick injury to healthcare personnel or the patient? No. Please specify if samples are: unused (before use): no. Used (during or after use): yes, during use, possible contamination by cytotoxic drugs.

Manufacturer narrative:
A device history record review was completed for provided material number 306572 and lot number 3187449. The review did not identify any possible non-conformances during the production process that could have contributed to this incident. To aid in the investigation of this issue, one (1) syringe sample was returned for evaluation by our quality team. Through analysis of the sample, a gap was observed between the stopper and plunger components which was outside of specification. However, based on the provided feedback (¿when screwed back in, the system doesn't hold. It is possible to inject, but not to reaspirate¿), it cannot be confirmed if this issue resulted from manufacturing. It is most likely that this incident resulted from customer misuse. The posiflush syringes are pre-filled single use syringes, intended only for flushing. Prefilled and conventional syringes have different purposes. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.